Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the implantable pacemaker is "shocking" at random times and has pain that comes and goes for years. The patient also reported that some reprogramming has been done and upon going to the hospital "everything checks out fine". Records indicate the device remains in use. No further patient complications were reported as a result of this event.